Event description:
I had a novastep peca compressive 4.0 x 60mm-sn/a, lot number h0177a right, implanted in my right great toe on (B)(6) 2024 at (B)(6) hospital. During a follow up x-ray on (B)(6) 2025 (due to increasing pain in my foot), it was discovered the implant was completely broken. I will have a revision surgery on (B)(6) 2025.